Event description:
Pheresis platelet down, became unresponsive after 4,599 cc of blood had been processed. Responded to ammonia stimulus, complained of bilateral arm and leg paresthesis. 875 cc of acd had been used through ams indicated 455 cc of acd infused. Stat calcium level equaled 2.3. Calium gluconate adminstered. Monitored in e.r. And discharged without further changes.